Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the circuit board embedded in the endoscope which handles the image signal may have been broken due to some kind of factor. Then, communication with the video processor became unavailable, which led to the subject event. Instructions, operation manual describes how to inspect for the subject event as below. Section 3.8 ¿inspection of the endoscopic system¿ ¦" inspection of the endoscopic image" "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified therapeutic procedure, the endoeye flex deflectable videoscope displayed no image. The procedure was completed with another similar device with no harm to the patient.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing could not reproduce or confirm the reported image issue. The evaluation found the adhesive on the bending rubber was deteriorated and chipped, and the bending rubber was scratched. The video connector case was cracked. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.